Manufacturer narrative:
(B)(4). Date sent: 7/25/2016. Batch # n5453n. The analysis found that one pse60a device was returned in good visual condition and with an ecr60b cartridge loaded in the device. Additionally, the reload was received with the right side fully fired, left side outer row fully fired and the left two inner rows partially fired 1/3. Upon evaluation of the reload, the cartridge body, one piece sled and some drivers were noted to be damaged. No obvious damage to the cartridge deck was noted, which suggests the cartridge, may not have been fired over a hard object. As additional testing, the device was tested for functionality in the straight position with a test cartridge reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process.

Manufacturer narrative:
(B)(4). Date sent: 6/27/2016. Batch # ni. The device history records were reviewed and the manufacturing criteria were met prior to the release of this lot. Additional information was requested and the following was obtained: on the third firing: was the device fired over another staple line or a hard object, like a clip e.g. ? ¿ no, it was a continuation of the staple line. On what kind of tissue/which section of the stomach was the device fired on? ¿ the body of the stomach 10 cm cephalad from the pylorus and halfway between the lesser and greater curvatures.

Event description:
It was reported that during a sleeve gastrectomy procedure, the doctor had fired the device twice with seam guard. On the third firing with a blue reload the gun made a strange high pitched noise; upon inspection the stomach had been cut, the seam guard was in place (not scrunched) but there were not any staples in place. The wound was then oversewn with a suture by hand, another gun was opened and the remaining firings continued without issue. There appears to be a gash in the cartridge, the gun had been cleaned of any floating staples by swishing the end effector in water and the scrub nurse loaded the gun correctly. There were no adverse consequences for the patient reported. Delay of fifteen minutes.